Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging button issue. The reporter alleged her blood glucose tester/remote has worn off buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.